Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the roller pump display. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was blank. The perfusionist tapped the unit and the display came back. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log review: on 08aug2022 a perfusion screen was opened at 06:11:28 am. The small roller pump was used as cardioplegia (cpg). From 06:17:23 am to 06:31:45 am four motor overcurrent events occurred stopping the pump. It is likely that the roller pump was over occluded. At 12:48:30 pm the perfusion screen was exited. At 12:57:29 pm the central control monitor (ccm) was shut down. At 1:45:36 pm the system was powered back on, and then shut down at 2:55:08 pm. There is no indication that the pump lost power. If the display was off, most likely the issue was with the small display assembly or a connection to it. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The roller pump was powered on and ran for two hours with no observation of the screen blanking. The pst intermittently tapped the screen and connections multiple times and the roller pump functioned as it should. It was determined that the roller pump met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.